Event description:
The customer reported to philips that the ac power led flashes, the device won't charge the battery, the device is slow to charge to initiate a shock. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).